Event description:
The facility representative contacted baxter to report an I-pump in which, while a nurse changed the epidural bag, it was noticed that the alarm did not sound on opening the door of the device. The device would not allow the nurse to change the volume when the new bag was erected. There was no adverse event, patient injury, or medical intervention associated with this report. There is no additional information available.

Event description:
Caller reports lancet protrudes beyond the end cap of the softclix device. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.